Manufacturer narrative:
The incident sample has been requested but to date has not been received for evaluation. If the sample is received, or if additional information pertinent to the incident is obtained a follow-up report will be submitted. As part of our manufacturing process, all device history records are reviewed and approved by quality, prior to release of product.

Event description:
The customer noticed some type of string in the syringe.

Manufacturer narrative:
The lot number identified was invalid. A review of the device history report (DHR) was unable to be performed. However, all dhrs are reviewed for accuracy prior to product release. In-process procedures are also in place to prevent nonconforming product in the manufacturing process. This ensures components and finished products meet all quality inspection standards. These controls include, but are not limited to: material verification/certification processes, dimensional specifications, statistical samplings, periodic audits, process inspections, machine maintenance/operation and personnel training and certification. No product/sample was provided for evaluation. Therefore, a comprehensive investigation was unable to be conducted. A photograph was provided but was determined to be unrelated to the reported event. The reported customer complaint could not be confirmed. A root cause could not be determined. This complaint will be used for tracking and trending purposes.